Event description:
The dr reported experiencing multiple corneal burns (4) while using a different MFR's needle on the phacoemulsification handpiece. The burns were not serious and did not require sutures. The dr was advised to discontinue the use of these tips and has experienced any add'l corneal burns. The handpiece is continuing to be used by the customer and will not be returned.